Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the apollo micro catheter was returned for analysis within the outer carton; inside a biohazard plastic bag and a shipping box. An unknown guidewire appeared to be stuck inside the micro catheter lumen and it could not be pushed forward or removed. Visual inspection/damage location details: the apollo usable length was measured to be 165.5cm (specifications: 165.0cm ± 2.5cm). The 1.5cm detachable tip was found to be detached and returned with the apollo micro catheter. Upon visual inspection, no irregularities were found with the apollo hub. No bends or kinks were found with the apollo catheter body. No damage was found with the detachable tip. The ldpe coupling tube overlap length was measured to be 1.46mm which is within specification (specifications: 1.0mm - 2.5mm). The distal segment of the guidewire was found to be damaged. No other anomalies were observed. Testing/analysis: the unknown guidewire was found to be compatible for use with the apollo micro catheter as it has an outer diameter (od) of 0.010¿. The catheter was flushed with water and found to be patent. Conclusion: based on the device analysis and reported information, the apollo micro catheter was confirmed to have ¿tip premature detachment¿ as the distal detachable tip was found to be detached from the catheter. In addition, an unknown guidewire was also stuck inside the micro catheter lumen. It is possible that the damaged guidewire may have contributed to the resistance during delivery; causing the tip to detach from the micro catheter. Tip premature detachment can also be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. In addition, per the DHR review, the tip detachment tensile value was found to be within control limits of historical spc data and specifications. There was no non-conformance to specifications identified that led to the reported issue. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that that the apollo microcatheter tip broke off in the guide catheter before it entered the lumen of the vessel. This was a premature detachment. There was no friction or difficulty during the injection. It was unknown if there was any force applied during the removal. It was unknown if the catheter tip was entrapped/stuck. There was not a vasospasm. There was no surgical or medicinal intervention required. This did not occur during the onyx injection. The device and accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. Ancillary devices include a guide catheter.